Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that insulin was not observed to be dripping out of the cartridge tubing during pumping. The customer alleged that this issue was caused by a cartridge leak; however, no leak was verified. A cartridge change was performed to address the issue. The customer's blood glucose level was 190 mg/dl.